Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his battery was not charging to full capacity. He said that the battery would display a green light on the charger indicating that it was charged. However, when the battery was placed in the monitor, it would only show half charge. Support issued the pt a replacement battery pack.